Event description:
The hcp reported, the "patient not getting drug." A study was done that showed a leak by the catheter port on the side connected to the pump. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.